Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft break occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous distal anterior tibial artery. While loading the 2.5 mm x 20 mm x 144 cm coyote es balloon catheter into a non-bsc wire, the physician went in touch in lateral fashion, with no support. The balloon got caught in an unspecified implanted stent. The physician tried to remove the balloon from the body and the shaft broke. The detached shaft balloon was removed with a snare. The physician elected not to proceed with the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).